Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in leaked the following information was provided by the initial reporter, translated from chinese to english: on (B)(6)2024, a child was admitted to the hospital with acute bronchitis and epilepsy, and the nurse found extravasation of fluids during intravenous infusion using a disposable intravenous needle, resulting in large redness and swelling at the puncture site of the child, causing phlebitis. The infusion was stopped immediately, and the doctor on duty examined the child and used xitetu cream for external rubbing, and shuangbai san for wet compresses. The child was observed and the redness and swelling gradually subsided. Leakage of fluid from the indwelling needle line may cause bacteria to enter the patient's blood vessels through the indwelling needle line, thus causing bacterial infection; if it is the extravasation of corrosive drugs, phlebitis may occur in the light case, or tissue necrosis in the heavy case.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.